Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including a surgical lead, in (B)(6) 2010. In (B)(6) 2010, the pt presented for a routine follow up appointment reporting pain in his abdomen. The pt's neurosurgeon reportedly determined the symptoms were unrelated to the scs system and the pt was referred to a gastroenterologist for further examination. The gastroenterology examination found no abnormalities. In (B)(6) 2010, the pt reported the pain from his abdomen had now spread to his ribs, abdomen, kidneys, and pelvis. The pain is reportedly present at all times. The pt was referred back to his neurosurgeon. Unfortunately, the pt has not yet followed up with his neurosurgeon. The lot number of the lead was not available, therefore, neither a mfg or expiration date could be provided. No add'l info is available at this time.